Event description:
It was reported that this right atrial (RA) lead was surgically abandoned due to an unknown product anomaly. A new lead was successfully implanted. No additional adverse patient effects were reported. This RA lead is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.